Event description:
It was reported that the deep brain stimulation (dbs) patient developed a hematoma at the implantable pulse generator (ipg) pocket site. The patient underwent a procedure to drain and wash the hematoma. The patient did well postoperatively.